Manufacturer narrative:
Report was inadvertently submitted under manufacturer number (B)(4) but the correct manufacturer number is (B)(4).

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. Per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. The impact to the patient beyond the implantation of an expired device cannot be determined. Since there are no plans to remove the expired implant, no delay in the procedure or any other complications reported, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an expired implant was used. Patient injuries were not reported at this time.

Event description:
It was reported that during a procedure, an expired implant was used in the patient. There was not any length delay of the surgery. The expired implant was left in the patient. No other complications were reported.